Event description:
The customer reported the system would power on, but was unresponsive. The customer's description is indicative of a system lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. The system operates as intended.